Event description:
(B)(6) in (B)(6) has sent bad equipment to my home dealing with liquid oxygen. The tanks leak and they don't fix them. They also don't fill them completely or they drop off half empty tanks to my home.